Manufacturer narrative:
E1: patient city:(B)(6) patient country: united arab emirates.

Event description:
Reference number (B)(4). Event occurred in the united arab emirates. It was reported that patient faced infusion set leakage event on (B)(6) 2025. The patient corrected the high blood glucose via pump. The blockage was located in the tubing. The infusion set was in use for 2 days. No further information available.